Event description:
Accidental needle stick of customer during a safepico evaluation. Customer was trying to utilize the safety sheath when it stuck and accidentally popped off the syringe and down into customer's left hand. No blood was in syringe at the time.